Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center did not get a video signal to the provation. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the previous report. Updated fields: h6, h11. Corrected fields: h11. The customer contacted olympus technical assistance support (tac) by phone. Tac verified the video cabling with the customer and confirmed that an sdi cable was being used for the video signal. The customer was also running an s-video signal from the cv-190 (video system center) to provation. Tac asked why two video signals were being sent to provation, and the customer was unsure. At the time of the call, provation was not turned on. Tac asked the customer to turn on provation and check whether color bars were displayed; however, the customer was unable to log into provation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned to olympus, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.